Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. The date of event is an approximation. On 07/10/2025, it was reported that the patient was hospitalized for dka and alleged that it was because of a sensor malfunction. He had dyspnea and was hospitalized 2 days. No other details were documented. Data has been received but is pending evaluation. Data investigation could not confirm the allegation. App data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. The event date as alleged, 07/10/2025, is approximate and data shows the patient was not in an active session on this date. However, during the previous session, on 07/04/2025, the patient¿s estimated glucose values rose to high (over 400 mg/dl), and the app delivered high alerts, as expected. On 07/04/2025, the app experienced signal loss for over 48 hours until the wearable failed at 12:14 pm on 07/07/2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was hospitalized for dka and alleged that it was because of a sensor malfunction. He had dyspnea and was hospitalized 2 days. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.